Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient recently had a clamshell repair. The account reported the clamshell material was newer and according to manufacturer specifications it would be compatible with the patient pocket controller. The vad coordinator reported that 3 attempts were made to connect the pocket controller to the patient's drive line, but these attempts were unsuccessful the patient passed out during the event. According to vad coordinator, there were no adverse event reported with the difficulty engaging the drive line to the pocket controller. The patient was placed back on the epc controller for use. On 15nov2019, the manager of technical support reviewed the submitted photo and concluded that the cause of the issue was that the clamshell repair was installed incorrectly. The clamshell was placed too far up (distal) on the controller connector, interfering with the connection to a pocket controller. No further information was provided.

Manufacturer narrative:
Section b5: additional information. Section d11: correction. Manufacturer's investigation conclusion: the report of an issue with the patient¿s clamshell repair can be confirmed. It was reported that the patient, who had a clamshell and was on an epc controller, had trouble in switching over to a pocket controller. The vad coordinator reported trying to connect the patient¿s driveline to the pocket controller 3 times and it would not connect. The vad coordinator stated the patient passed out during the attempts. The patient was ok and the vad coordinator was notified to stop trying to connect the patient to a pocket controller and place them back on an epc controller. A photo of the patient¿s clamshell repair was submitted. The photo revealed that the clamshell was of the newer material and would fit into a pocket controller; however, on (B)(6) 2019, the manager of technical support reviewed the submitted photo and concluded that the cause of the issue was that the clamshell repair was installed incorrectly. The clamshell was placed too far up (distal) on the controller connector, interfering with the connection to a pocket controller. A distal end repair was scheduled to take place on (B)(6) 2020; however, it was canceled after the patient attained new information about the potential alarms that may be uncovered when transitioning from an epc to a pocket controller after 7 years. There has not been any additional damage to the driveline. The repair may be rescheduled for a later date. The patient remains ongoing on vad support. No product available for investigation. The heartmate ii lvas patient handbook and the heartmate ii lvas IFU caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Driveline care instructions are also included in the heartmate ii lvas patient handbook. The heartmate ii lvas patient handbook and the heartmate ii lvas IFU caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Driveline care instructions are included in the heartmate ii lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the hospital requested a distal end repair for a patient who has a down revision clamshell installed. They wanted to switch them over to a new pocket controller. It was noted that technical services (ts) will be onsite for a distal end repair on (B)(6) 2020. It was reported that the distal-end repair that was to take place on (B)(6) 2020 was cancelled after attaining new information about the potential alarms that may be uncovered when transitioning from an epc to a pocket controller after 7 years. There has not been any additional damage to the driveline. Manufacturer report number of controller: 2916596-2019-03992.